Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with product ID 5540030, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion surgery from t8 to s2 due to some unknown reasons. Post-op, the implanted set screws was used at s2ai came off from the screw head. Patient underwent re-operation, in which the deviated set screw was removed. Posterior lumbar interbody fusion was performed at l5/s. S2 was pulled near to the screw on cranial side by compression, and set screw was placed again and final tightening was performed. It is unknown if there was any patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic functional the set screw was returned without any obvious physical failures. A microscopic review of the node on the face of the set screw does not reveal any atypical witness marks. There did not appear to be any obvious signs of wear from the movement of the rod in between the saddle and set screw node. A functional test of the set screw threads did not reveal an issue that would keep the set screw from tightening down. At this point, there does not appear to be an issue with the set screw that would have led to the failure. If information is provided in the future, a supplemental report will be issued.